Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The date of event is estimated.

Event description:
It was reported that during an ipg replacement on (B)(6) 2025 [related manufacturer reference number: 3006705815-2025-00574] the left lead was visually confirmed as fractured. The patient was experiencing ineffective therapy due to the lead fracture. The left lead was explanted and replaced during the procedure.